Event description:
It was reported that during a low anterior resection procedure, a leak occurred. Upon inspection, only one doughnut was found in the housing. Subsequently another attempted was made. The rectal stump leaked and the procjedure was diverted to a temporary colostomy.